Event description:
It was reported that during preparation for a coronary stenting treatment procedure, it was noted that a stent was missing from the device. The 4.5 x 12 mm liberte' bare metal stent box was opened and when they got ready to advance the device over the wire, it was noted that there was no stent on the balloon. They checked the hoop, the box, floor and surrounding area but were unable to locate the stent. The device never entered the pt. The procedure was completed with another liberte' bare metal stent. As there was no pt involvement, no complications occurred.